Event description:
The customer's family member stated the device was used to check patient's blood glucose and a result of 211 mg/dl was obtained at 7:30am. Normal amount of insulin was dosed and patient ate breakfast. At 9:30am the device read 58 mg/dl after patient began shaking. Patient was given a glucagon shot and emts were called. They checked glucose at 10:00am and the level was 100 mg/dl. Emts arrived and they took patient to the hospital. Pt was placed on a glucose IV and released the next day. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.